Manufacturer narrative:
Patient information was received, and this supplemental report is being submitted to reflect it. (B)(4).

Manufacturer narrative:
The customer does not have the lot number, therefore the date of manufacture cannot be determined. The device has been requested but not returned. (B)(4).

Event description:
Covidien received a report from a customer stating that the flange on a tracheostomy tube caused an abrasion on the patient. The customer reported using a dressing to keep the flange away from the skin.